Event description:
It was reported that the patient presented to the clinic via remote monitoring. Upon review, nonsustained right ventricular oversensing (nsrvo) alert was observed due to undersensing on the right ventricular (rv) lead. There was also an inappropriate shock after an episode of atrial fibrillation with rapid ventricular response (rvr) was noted in the ventricular fibrillation (vf) detection zone. Programming changes were recommended to resolve both anomalies. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".